Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that one patient had a hematoma evacuation after the implantation of a mynx vascular closure device (vcd). The product is not available for return. Noted in the publication by noor et al, successful reduction of surgeries secondary to arterial access site complications: a retrospective review at a single center with an extravascular closure device, vasc endovascular surg (2010 jul) 44(5): 345-349. A lot history review was not possible as the lot number was not provided. However, product release at (B)(4) is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Without the return of the device for analysis, the reported event could not be confirmed.  Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient.  Without a lot number to conduct a DHR review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that one patient had an incision and drainage for an abscess which was isolated to the tissue above the peg sealant after the implantation of a mynx vascular closure device (vcd). The product is not available for return. As noted in the publication by noor et al, successful reduction of surgeries secondary to arterial access site complications: a retrospective review at a single center with an extravascular closure device, vasc endovascular surg (2010 jul) 44(5): 345-349.